Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 -2019 - 02206, 0001822565 -2019 - 02207, 0001822565 -2019 -02208, 0001822565 -2019 -02209, 0001822565 -2019 -02210, 0001822565 -2019 -02211. Concomitant medical products: part/lot unknown, screw. Part/lot unknown, screw. Model # 00889024268975, part # 00434901413, humeral stem 14 mm stem diameter 130 mm stem length, lot # 62912999. Model # 00889024269057, part # 00434903600, poly liner plus 0 mm offset 36 mm diameter, lot # 63113801. Model # 00889024269088, part # 00434903611, glenosphere 36 mm diameter, lot # 63126215. Model # 00889024268999, part # 00434901500, base plate, lot # 63202662. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted

Event description:
Patient was noted to be experiencing pain and overall dissatisfaction with right shoulder at 3 yr follow up. No further information is available at the time of this reporting.

Event description:
Investigation determined this device did not cause or contributed to the reported event. Please void this submission.

Manufacturer narrative:
Investigation determined this device did not cause or contributed to the reported event. Please void this submission.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.